Event description:
Customer was taken to the hosp after receiving consecutive readings of 86, 202 and 23mg/dl. After receiving these readings the customer called paramedics who treated the pt and transported pt to the hosp. At the hosp pt blood glucose level was 183mg/dl. A review of the system was conducted over the phone. This review indicated that the meter performed according to specifications. The customer was asked to return the meter for further eval and a replacement meter was provided.